Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. There were no visual or functional abnormalities noted during the pmv testing. A pmv obturator was inserted into each trocar with no binding or difficulty. The locking tab locked and released properly. The trocar passed an air leak test. A 5mm endo clinch ii was inserted without difficulty. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
In follow up, what type and device evaluated by manufacturer not selected in prior supplemental.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Partial gastrectomy. According to the reporter: the onb5shf was not slid smoothly especially when using with a sonosurg. No tissue damage. Nothing fell into the cavity. No bleeding. No patient harm.